Manufacturer narrative:
H6, code 86 (other): awaiting the return of the device for eval. Submission of this report does not, in itself, represent a conclusion by the MFR that the content of this report is complete or accurate, that the device listed failed in any manner or that the device caused or contributed to a death or serious injury of any person.

Event description:
After inserting a vari-lase fiber into the pt, a 12 inch segment of the laser fiber broke off. The fiber segment was then removed from the pt, and a different fiber was obtained to complete the procedure. No additional complications were reported.